Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm mitral pericardial bioprosthetic valve was disabled via valve-in-valve after an implant duration of (B)(6) due to symptomatic severe mitral stenosis with a mean gradient of 20mmhg on tee and a valve area of 1.03cm2. The patient presented with dyspnea on exertion nyha class ii, which rapidly progressed to class iii. A 25mm sapien 3 was successfully implanted within the existing valve via transeptal approach. The patient was discharged home in good condition on post-operative day two (2).